Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had absence of no delivery alarm on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer stated when his blood glucose went high and tried to bolus twice but it didn't came down. Customer stated that he decided to change the set and noticed bent cannula. Customer stated also that he should received a no delivery alarm. The customer was advised that we can run high pressure test. The customer stated that he will wait and call back because he doesn't want to change his set again.